Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 3.7, lab: 2.5. Patient tested at the lab, then went home and tested on the inratio meter (within 30 minutes). Caller also reports that there may have been alcohol on the fingertip while testing. Date: (B)(6) 2011, inratio: 2.7. Caller got a 2.7 on her meter today ((B)(6) 2011), and she feels comfortable with it.

Manufacturer narrative:
Customer may have had alcohol on fingertip when performing test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.7, reference: 2.5, mean: 3.10, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr result from (B)(6) 2011 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot #243104 on 05/16/2011 met accuracy criteria. Test results are as follows: donor 1 = 2.7, 2.5, 2.7inr; donor 2 = 3.1, 2.9, 3.1inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 1 (2.49 inr) and donor 2 (2.35 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Improper technique was identified in the complaint. (B)(4) due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.